Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. The pump event history log was reviewed and indications are one 20ml bolus test was performed prior to the pumps return to smiths. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. When performing volumetric accuracy testing, as per legacy® operators manual, 50 or 100 ml cadd¿ medication cassette reservoir with attached cadd® extension set with anti-siphon valve must be used when performing volumetric accuracy test. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the rtc clock battery was replaced as preventative maintenance per customer request and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "over delivery". Issue was found during technician testing; no patient involvement.